Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed.the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the ultrasonic probe had an irregular bend on the appearance of the probe. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the ultrasonic probe had an irregular bend on the appearance of the probe. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.